Event description:
The surgeon reported noticing a torn haptic after the ao60g iol was inserted into the pt's eye. The lens was cut in half and removed. The incision was enlarged to remove the lens. The backup lens was implanted successfully, and sutures were used to close the incision. The pt's prognosis is very good. Please reference MDR# 1119279-2011-00144.

Manufacturer narrative:
The lens was returned to b&l. Visual inspection found the optic cut in half. One piece of the optic is torn. One haptic is torn off and lying loose in the vial. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. Per the akreos ao60 directions for use (dfu), ai-28 inserter is recommended for use with akreos ao60 model lenses. The complaint info indicates that a viscoject 1.8 inserter was used in the event. Based on the current info, the root cause cannot be determined. Inspection and test records indicate that this lot conformed to specification at the time of release. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.